Event description:
It was reported that the right ventricular lead exhibited high thresholds and undersensing. The patient was asymptomatic. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.